Event description:
New information received notes that x-ray imaging was used. No patient symptoms were noted.

Event description:
It was reported, that a patient presented with right atrial lead noise. Resulting in inappropriate automatic mode switch. During the revision procedure, the patient's right ventricular lead dislodged. Both leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.